Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the during bolus delivery insulin pump alarm motor error. Customer's blood glucose level was 142 mg/dl. Customer stated that displacement test was passed also the manual prime was ok. Customer stated that the auto test was interrupted by motor error alarm. The customer was advised to revert to the back-up plan. The device will not be returned for analysis.